Event description:
Baxter canada received a report that an intermate had a detached winged luer cap before patient use. The device was filled with a solution of (B)(4) saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed the delivery tubing completely detached from the junction of the luer post. A portion of the tubing still remained inside the luer post. The edge of the separated tubing was observed to be jagged. The root cause was determined to be due to excessive forces applied during handling of the unit. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.